Manufacturer narrative:
H.6. Investigation summary samples and photos received for investigation. Samples were evaluated for leakage and visual inspection of molded components. Additionally, sample number 1 was sent to the physicochemical analysis laboratory to identify foreign particles found inside the syringe, it is important to mention that the sample received is open and the product with which it was used is unknown. The analysis did not show any relationship with medical grade silicone, which is the only liquid used in the manufacture of the product and which has a lubricating function. Sample number 2 has a damaged barrel causing the leakage problem that passes to the stopper. During the investigation in the plant, several tests are carried out at different points of the process line and in which it was not possible to reproduce the defect, it is important to mention that the reported batch was manufactured in 2016 and to date modifications have been made to the discharge hoppers, conveyor belts and transfer discs where it is possible that the defect originated. During the documentary review, no quality notification records were found that could originate the defects reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that leakage occurs past the stopper and syringe had damage with bd syringe 10ml ll syringe only. The following information was provided by the initial reporter, translated from spanish to english: syringe leaking through the stopper, syringe with lumps.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurs past the stopper and syringe had damage with bd syringe 10 ml ll syringe only. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe leaking through the stopper, syringe with lumps.